Event description:
It was reported that the patients' implantable cardioverter defibrillator (ICD) was operating in backup mode. Programming changes were performed. The patient's condition remained stable.